Event description:
It was reported that a coating detachment occurred. The v-18 control wire and a rubicon 18 were used in a mid superficial femoral artery (sfa) treatment procedure. The devices were removed together. Upon removal, it was noted that the coating of the v-18 wire was partially detached and peeled on the end, with a small connection keeping it attached to the wire. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).